Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through product and/or version confirmation. Analysis found that the issue was not related to software, as it was functioning as designed. Reference regulatory report # 1723170-2018-00970 for related event and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure with no patient present. It was reported by the site that after booting up the system, it would go through the initial boot text sequence and then the display would go black. The issue was reported to have been resolved. Reference regulatory report # 1723170-2018-00970.